Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button were unresponsive or sticky. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump rejected new battery and had random and unexplained no delivery alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.